Event description:
It was reported during the use of the cassette a no message alarm went off and there were bubbles present in the line. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device: patient/consumer.

Manufacturer narrative:
Other, other text: d10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: four photographs and one cassette were returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of picture one shows a cassette product in used condition, received without the blue clip, with the original packaging. Picture two shows the front view of the cassette product without the blue clip. Picture three shows the ay bag neck section from a flow stop cassette model. Picture four shows the top view of a cassette product. The cassette sample was received in after use condition, decontaminated and inside of a plastic bag. Accuracy testing of the cassette sample included connecting to a pump to look for unusual function. Results: the cassette could be connected without problem, the sample passed the test performed with an average delivery of 6.697 percent. Functional evaluation included filling the cassette with 100 ml of water then connecting the sample to the a pump to look for unusual function. Results: the cassette sample was fully priming and connected without difficulty, the pump was set, running and no alarms were activated. The reported complaint is not confirmed. Root cause of the reported problem could not be determined and no actions were taken due to the complaint was not confirmed. A CAPA was opened to investigate the failure mode reported which is currently ongoing. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. No problem was found. Root cause cannot be determined as the sample was successfully tested and no discrepancies were detected. An internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken., corrected data: h4: correction: device manufacture date: 29-jan-2022